Manufacturer narrative:
The device has been received at the manufacturer for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details the metal shavings were coming off of the t-handle ram assembly when the gun was being used. This was replaced along with several worn components such as the torsion spring and the ram bushings.

Event description:
It was reported that during preparation for a surgical procedure, metal filings were coming off the cement gun. There were no adverse consequences. The filings did not enter the surgical site. A back-up device was used in the procedure. There was no medical intervention and no delay reported.